Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the atrial lead was placed, it tested high threshold and no pacing. The atrial lead was removed and exchanged for a new lead. No patient complications have been reported as a result of this event..